Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to over-sensed noise whilst asleep. An additional episode of untreated noise was noted upon data review. The physician was concerned about a potential electrode fracture, though the patient denies any fall or impact to the device pocket. Vector testing was performed and primary looked the most suitable with no noise. An x-ray is anticipated. Boston scientific technical services (ts) was contacted and discussed that imaging can be performed to evaluate system connection and any potential kinks in the electrode body. Should appropriate electrode insertion be confirmed, ts advised that an electrode fracture was likely, as non-physiological noise was reproducible in the secondary sensing vector. It was advised to keep the patient hospitalized while awaiting imaging and physician decisions. A complete system replacement was mentioned, as the device battery has fifty percent remaining longevity. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.